Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon the second recapture attempt, a frame distortion was observed and the valve was unable to be recaptured. An attempt was made to pull the valve and delivery catheter system (dcs) into the descending aorta; however this was unsuccessful. Subsequently, the valve was fully deployed proximal to the celiac artery. A second transcatheter valve was advanced using a 22 french (fr) non-medtronic sheath from the right transfemoral artery, and was successfully implanted without issues. It was noted that the first valve remained deformed, but there was no regurgitation or pressure gradient observed, and blood flow was unaffected. Following the implant of the second valve, left bundle branch block (lbbb) and "trivial" paravalvular leak (pvl) were observed; however, the pressure gradient resolved. Hemostasis was achieved using a non-medtronic closure system; however an access site dissection was observed. Subsequently, surgical repair was performed to address the dissection. Per the ph ysician, it was unclear whether the dissection occurred during insertion of the non-medtronic sheath or during the procedure.

Event description:
It was reported that during the implant of a transcatheter valve, upon the second recapture attempt, a frame distortion was observed and the valve was unable to be recaptured. An attempt was made to pull the valve and delivery catheter system (dcs) into the descending aorta; however this was unsuccessful. Subsequently, the valve was fully deployed proximal to the celiac artery. A second transcatheter valve was advanced using a 22 french (fr) non-medtronic (dryseal) sheath from the right transfemoral artery, and was successfully implanted without issues. It was noted that the first valve remained deformed, but there was no regurgitation or pressure gradient observed, and blood flow was unaffected. Following the implant of the second valve, left bundle branch block (lbbb) and "trivial" paravalvular leak (pvl) were observed; however, the pressure gradient resolved. Hemostasis was achieved using a non-medtronic (perclose) closure system; however an access site dissection was observed. Subsequently, surgical repair was performed to address the dissection. Per the physician, it was unclear whether the dissection occurred during insertion of the non-medtronic sheath or during the procedure. Additional information was received to report the minimum diameter of the access vessel was 7.0mm. The frame distortion observed in the first valve was further described as a paddle from the valve frame had come out of the paddle pocket which caused the frame to bend. It was also noted the valve was recaptured after the first deployment because the frame "detached" from the aortic annulus prior to the point of no recapture and "could not be fixed". The dissection occurred at the end of the procedure. The patient's anatomy included calcification which contributed to the dissection.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Corrected data: h8. Was inadvertently omitted from the initial medwatch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, upon the second recapture attempt, a frame distortion was observed and the valve was unable to be recaptured. An attempt was made to pull the valve and delivery catheter system (dcs) into the descending aorta; however this was unsuccessful. Subsequently, the valve was fully deployed proximal to the celiac artery. A second transcatheter valve was advanced using a 22 french (fr) non-medtronic (dryseal) sheath from the right transfemoral artery, and was successfully implanted without issues. It was noted that the first valve remained deformed, but there was no regurgitation or pressure gradient observed, and blood flow was unaffected. Following the implant of the second valve, left bundle branch block (lbbb) and "trivial" paravalvular leak (pvl) were observed; however, the pressure gradient resolved. Hemostasis was achieved using a non-medtronic (perclose) closure system; however an access site dissection was observed. Subsequently, surgical repair was performed to address the dissection. Per the physician, it was unclear whether the dissection occurred during insertion of the non-medtronic sheath or during the procedure. Additional information was received to report the minimum diameter of the access vessel was 7.0mm. The frame distortion observed in the first valve was further described as a paddle from the valve frame had come out of the paddle pocket which caused the frame to bend. It was also noted the valve was recaptured after the first deployment because the frame "detached" from the aortic annulus prior to the point of no recapture and "could not be fixed". The dissection occurred at the end of the procedure. The patient's anatomy included calcification which contributed to the dissection. Additional information was received that the paddle was not observed to be out of pocket during the loading process. The first valve was fully recaptured during the first recapture attempt. During the second recapture, the paddle out of pocket was observed. The valve frame distortion was confirmed during the second recapture after the paddle detached.